Event description:
The pt rec'd an scs system on (B)(6) 2008. It was reported that the pt has not used the system in months and is no longer able to communicate with the ipg via either the charger or programmer. The system was explanted on (B)(6) 2011. It was replaced with a new ipg. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is associated with a field advisory. Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.